Event description:
As reported by the user facility: reports needle stick injury resulting in exposure to blood. The needle bent as it went into the employees hand. Additional information provided by the reporter indicates the incident occurred while the nurse was cleaning after the IV was placed. The nurse swept everything into a pile and at that time she got stuck in the palm. Nurse did not recall if the clip was in place when she removed it from the patient. Nurse followed regular facility needle stick protocol.

Manufacturer narrative:
Exemption number (B)(4). B. Braun medical inc. Is submitting a single report on behalf of b. Braun (B)(4) (the manufacturer), and (B)(4) (the importer). This report has been identified as b. Braun (B)(4) internal report # (B)(4). The actual device in the reported incident was returned for evaluation. Visual inspection of the returned sample did identify the safety clip was located on the shaft of the needle and was not covering the needle tip. It was also observed that the safety clip was partially detached off of the needle, and the shaft of the needle was noted to be slightly bent. The catheter was not returned. The facility report did indicate that after withdrawing the needle, the nurse laid the needle down and then swept everything into a pile during clean up. It is possible that the needle clip was somehow manipulated and exposed the needle tip during the clean-up activity, resulting in the needle stick injury. The partial detachment of the clip and bent needle are potential indications of the product being subjected to excessive forces and the aforementioned manipulation. However, since it has been reported it is unknown if the clip covered the needle before laying it down, no definitive conclusions can be drawn regarding this event. The sample and all available information have been forwarded to the actual manufacturer for further evaluation. A follow up report will be filed if additional pertinent information becomes available from the manufacturing facility. It should be noted that the introcan safety is designed to reduce the risk of needlestick injuries. However, cdc guidelines and/or facility protocols should always be followed. Sharps should be disposed of immediately into an appropriate sharps container.